Manufacturer narrative:
No product has been returned for evaluation. Should new information become available, a follow up MDR will be submitted.

Event description:
Received a information stating pt was hospitalized due to dka.